Manufacturer narrative:
Customer stated that the device's display screen had blanked (white screen), which then made the unit inoperable. Technician addressed the customer's issue by replacing the handpiece. Routine maintenance (cleaning, calibrations, output verification checks) was performed on the device. The affected handpiece was then evaluated by a cynosure in-house technician who encountered a system error message which indicated of a component failure with the light engine assembly. The appearance of this error message is an expected system response that informs the user of the handpiece being inoperable/needing repair. The technician resolved the error by replacing the affected component. From the investigation, the root cause for the alleged misfiring could not be confirmed in this incident. There was no patient injury involved in this incident. This event is an aro (accidental radiation occurrence) because of the alleged unintended discharge of laser energy. Therefore, this is a reportable event.

Event description:
Customer complained of an unintended discharge of energy from device's handpiece.